Event description:
It was reported a leak was noted at the valve of the fast-cath introducer. The procedure was completed with another device with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a follow up report will be submitted.